Event description:
The iab catheter was inserted during surgery. The iab was noted to be 8 cm below the aorta 5 hrs after insertion. Seven hours later the surgeon attempted to advance the catheter. The catheter kinked. Another catheter was inserted and the original removed several hours later.